Event description:
Failure of two probes during retina surgery. Neither probe showed an optimal aiming beam and neither probe would fire effectively. One probe showed an obvious broken fiber close to the end which plugs in to the laser unit.